Manufacturer narrative:
Trial patient reporting discomfort/irritation leading to the trial lead being removed on (B)(6) 2021. On (B)(6) 2021, the patient was scanned for blood clots which was negative. The trial patient only obtained forty percent pain relief and decided not to move forward with a permanent implant. No further issues were reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not using antibiotics, not prepping the skin, using inappropriate tools, patient touching the wound or engaging in strenuous activities, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the implanting clinician did not irrigate the site before closure, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort/irritation could be due to not irrigating the site before closure (user error-clinician).

Event description:
Patient is having discomfort related to the lead even when stimulation is turned off.